Manufacturer narrative:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens of diopter -8.5 into the patient's right eye (od) (B)(6) 2023 as a replacement lens. Reportedly "vault 0 with 13.2. Lens explanted. In the same surgery 13.7 is implanted". The lens was implanted, removed and replaced intraoperatively with a longer length lens. Health effect- impact code: "4629" should be removed and "2199" should be added. Health effect-medical device code: "3189" should be added. Claim# (B)(4).

Manufacturer narrative:
Work order search: no similar complaint was reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vicm5_13.2 implantable collamer lens, -08.50 diopter, into the patients right eye (od) on (B)(6) -2023. The lens was removed due to zero vault. This was the replacement lens for MFR. Report # 2023826-2023-04759. The lens was replaced with a longer length lens. The cause of the event was unknown. Additional information has been requested but none has been forthcoming.